Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading of 'hi' (> 400 mg/dl) and self-treated with insulin (dose/type unknown). The customer reported subsequently obtaining a capillary glucose result of 50 mg/dl, and was dizzy, trembling, had blurred vision, and "probably" lost consciousness. A third-party treated customer with sugar-water and called ambulance. A healthcare meter result of 50 mg/dl was obtained, but it was not reported if further treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading of 'hi' (> 400 mg/dl) and self-treated with insulin (dose/type unknown). The customer reported subsequently obtaining a capillary glucose result of 50 mg/dl, and was dizzy, trembling, had blurred vision, and "probably" lost consciousness. A third-party treated customer with sugar-water and called ambulance. A healthcare meter result of 50 mg/dl was obtained, but it was not reported if further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.